Event description:
Affiliate reported a customer alleged a plastic connector of jackson rees was cracked. Also indicated was the instrument needs strong force to open and close the forceps. Per affiliate, there were no injuries reported from the event. It is not known whether the device is compatible with the sterrad unit. No insight on the cause of the damage.